Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had the smart pass feature deactivated and upon reactivation, the patient received an inappropriate shock. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.